Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the stapler was unable to be fired and difficult to unload. The device replaced to complete the case. There was no patient injury.